Manufacturer narrative:
Additional information: h6, h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sterile individual packaging of a flexicap was damaged. The damage was further described as ¿cap was open, and it appears to have been stepped on or run over causing the cap to puncture the package¿. This was observed before use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.